Event description:
It was reported that the device would intermittently turn itself on and off. There was no pt use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and could not duplicate the reported failure. The customer mentioned that the area was experiencing power surges recently due to wild fires, which could be the reason the device was having intermittent power issues. While evaluating the device it was observed that the device was out of calibration. Physio-control recalibrated the device and cleared all the errors. A software upgrade was performed, and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.